Event description:
It was reported that this implantable cardioverter defibrillator delivered 3 inappropriate bursts of anti-tachycardia pacing and one tachy shock due to an atrial driven tachycardia. The patient was inappropriately shocked 10 years ago as well. Therapy was not exhausted. Technical services discussed programming options as corrective actions. This device remains in service and no additional adverse patient effects were reported.